Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold measurement and reviewed under fluoroscopy. Troubleshooting steps, including threshold testing at different pulse widths and polarities. Additionally, the suspected caused was due to lead dislodgement which also resulted in sensing amplitude. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.